Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl at the time of incident and treated with food. Customer experienced symptoms such as shaking as result of high blood glucose. Customer was not using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of not blood glucose. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.